Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to serious injury. It has been communicated that the device is not being returned for repair as it appears to be functional at this time. Without the device it is not possible for codman to conduct a proper investigation. If at some point the device information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: it was reported that during the procedure the user was trying to adjust the cut setting on the cmc iii and instead of increasing one station, the settings rapidly increased several station with one push of the toggle. The same thing happened when decreasing the setting. Eventually they were able to achieve the setting. Bio med was unable to reproduce the event upon testing after the case. Device is not being returned for repair. The hospital will monitor the equipment in case this happens again. (B)(6) 2013, the affiliate was asked if there were any adverse consequences to the patient or delays in surgery greater than 30 minutes. (B)(6) 2013, the affiliate was asked to confirm delays in surgery and adverse consequences to patient if any (B)(6) 2013, the affiliate confirmed that there were no delays in surgery and that there were no adverse consequences to the patient was surgery prolonged greater than 30 minutes as a result of this incident? No. Were there any adverse consequences to the patient? None reported. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to serious injury.